Event description:
It was reported about the event with the allevyn life silicone levels. The customer noticed shedding and beading of the silicone which has impacted their ability to re-adhere after inspection. This has occurred in most of their allevyn lifes over the past 6 months. It was confirmed there were pieces of silicone left inside the wound bed.

Manufacturer narrative:
We have now concluded our investigation into this complaint. As no samples were returned a thorough product evaluation could not be carried out. The wound contact surface of allevyn adhesive products are coated with a gentle silicone adhesive layer that ensures non-traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft / gentle properties. It is therefore possible if the product has been stored at a high temperature, this could have contributed to the reported issue. We have been unable to identify a definitive root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.